Manufacturer narrative:
Device evaluated by MFR: the catheter was returned with the balloon was tightly folded. There was contrast and blood in between balloon folds. The balloon, markerbands, proximal bond and tip were microscopically examined. A small, circumferential tear approximately 1mm across was identified in the balloon wall, on the distal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. Product analysis confirmed the reported balloon burst. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was inflated to 14 atmospheres. The direction for use states: inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.00mm x 20mm balloon catheter, then a 2.00mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, the device failed to cross the lesion and when the balloon was inflated at 14 atmospheres, the balloon ruptured. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.00mm x 20mm balloon catheter, then a 2.00mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, the device failed to cross the lesion and when the balloon was inflated at 14 atmospheres, the balloon ruptured. No patient complications were reported and the patient's status was stable.